Manufacturer narrative:
H.6. Investigation summary: it was reported there is a void on the hub. To aid in the investigation, four photos were provided for evaluation by our quality team. The photos show what appears to be a surface with a void at a magnification that could be 1000x+, and where imperfections will most likely be visible. At the manufacturing site, parts are inspected with single digit magnification. No other defects or imperfections were observed. A device history record review was completed for provided material number 301643, lots 0157500, 1111793 and 1172758. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for these lots. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. However, is considered an imperfection. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd conventional needle hub was damaged. 0157500, 1111793, 1172758. The following information was provided by the initial reporter: customer complaints received for void on the hub.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 0157500. D.4. Medical device expiration date: na. H.4. Device manufacture date: 06-may-2020. D.4. Medical device lot #: 1111793. D.4. Medical device expiration date: na. H.4. Device manufacture date: 21-apr-2021. D.4. Medical device lot #: 1172758. D.4. Medical device expiration date: na. H.4. Device manufacture date: 21-jun-2021. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd conventional needle hub was damaged. 0157500, 1111793, 1172758. The following information was provided by the initial reporter: customer complaints received for void on the hub.